Event description:
The customer reported that they found an issue with the calculation when they try to modify registered order sets. When you modify the order, the multiplier used to calculate the total amount of a specific medication is not selected correctly, causing the amount calculated to be x1000 times the expected. As there are bounds defined for the medication, the calculated amount is out of bounds and then it is not shown in the application. But if, for any reason the calculated amount were not out of bounds, it could be shown and could lead to the administration of 1000 times the expected dose of the drug/food. No adverse patient impact reported.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that they found an issue with the calculation when they try to modify registered order sets. When you modify the order, the multiplier used to calculate the total amount of a specific medication is not selected correctly, causing the amount calculated to be x1000 times the expected. As there are bounds defined for the medication, the calculated amount is out of bounds and then it is not shown in the application. But if, for any reason the calculated amount were not out of bounds, it could be shown and could lead to the administration of 1000 times the expected dose of the drug/food. No adverse patient impact reported.